Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system where 1 year, 8 months and 21 days post procedure per echo core lab finding the tv mean gradient is 6mmhg and there is device leaflet thickening and restricted leaflet mobility. There were no reported adverse events, device deficiencies, and no actions taken. Additional information received reporting that the patient was admitted to the hospital with a tricuspid valve bioprosthetic valve thrombosis and was medicated, refractory to eliquis treatment. It was reported that the patient had tricuspid valve regurgitation. The patient's event outcome is stated to be recovered.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. The complaint for thrombus formation (device) - post procedure was confirmed with other empirical evidence via information received by edwards. Based on the device history record review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Possible contributing factors to the thrombus formation can include patient factors (anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors. Nevertheless, a definitive root cause cannot be established. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.